Event description:
It was reported that a decrease in sensing and an increase in capture threshold were observed. Micro-dislodgement was suspected. Lead was explanted and replaced. Patients condition was good post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.